Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: patient was discharged from hospital following a lap sleeve gastrectomy on (B)(6). The patient was readmitted to the hospital on (B)(6) about a week following surgery. The surgeon on call examined the stomach, staple line and tissues via an exploratory laparoscopy as well as an endoscope. According to the surgeon, nothing was found to indicate a leak or staple line failure. The patient was brought back to the or on (B)(6) and a hole in the stomach was discovered, described as being about the size of the surgeon's little finger. The gastroenterologist placed a bear-trap like device in order to close the hole. A significant amount of fluid had accumulated in the patient's abdominal cavity. The patient's medical history includes morbid obesity. The patient almost died due to the gastric leak. The incision was not extended by more than one inch. No device fragment fell into the patient. There was buttress material used: seamguard, item code ace36. Device was used in the patient and not able to be collected for return. The patient is recovering. It has not been determined whether the resultant incident was device related or not.